Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump display screen was dim/faded/discolored and the screen could no longer be read safely related to the issue. The reporter indicated that the issue was not resolved by changing the contrast setting. The reporter confirmed that there was no known moisture ingress or corrosion related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/03/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 02/13/2015 with the following findings: during investigation, the pump was powered on and displayed the verify screen. The complaint of the display screen being dim/faded/discolored was not observed during testing. The display was found to be clear and legible. There was no defect found during investigation.